Manufacturer narrative:
Device manufactured in 01/2003. The transcribes notes state that a breast augmentation was being performed and the internal breast tissue was burnt on both breasts. There was no indication that the device was at fault because the device was in good working order as tested by engineering.

Event description:
Doctor was performing a breast augmentation and the patient was burned. Both breasts were burnt on the internal breast tissue.